Event description:
The customer reported the hd camera head is unable to display image. The event occurred during procedure and the operation was not prolonged. The patient was not under anesthesia or sedation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a defective/faulty charged coupled device. In addition, cable kink and knot were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the charged-couple device (ccd) was faulty. Therefore, it was determined that the failure of ccd prevented the video function from functioning properly, resulting in a phenomenon of image failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.